Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into a left eye (os) on (B)(6) 2024 in a 18y-year-old patient. The patient underwent bilateral sequential surgery. The msi injector delivery system and sodium hyaluronate ovd were used for lens implantation. Tass was diagnosed. On day 5 examination identified unspecified "attachments on the posterior surface of the lens". The patient was treated with "steroid medication or eye drops" which resolved the issue. Patient condition and status of the eye as of 24-aug-2024 were reported to be: ucva of 20/20, iop 19mmhg. The lens remains implanted. The reporter states cause for the event was unknown.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also led to tass. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Claim# (B)(4).

Manufacturer narrative:
Additional information: h6- method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Corrected data: h5 in initial MDR is yes. Claim# (B)(4).